Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali jugular delivery device was returned for evaluation. The tuohy-borst was tight in place. The pusher catheter is kinked approximately 29.3cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. The filter is shifted distally within the storage tube. The feet were protruding from the distal end of the storage tube. No skiving was present inside the storage tube. The gripper was still connected to the filter hook, however, it was not in its original configuration. No other anomalies were identified. Functional/performance evaluation: the tuohy was loosened and the filter was advanced from the storage tube without issue. All 6 arms and 6 legs were present and intact. No anomalies were noted to the filter. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was returned still loaded inside the storage tube. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the storage tube of the deployment system. No attempt is made to deploy the filter. The filter deployment system was exchanged for another that was deployed successfully. There was no reported patient injury.